Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hysterectomy procedure that the surgeon was using the device to transect the cervix from the vagina. The surgeon was working with a resident who came in contact with the reusable uterine manipulator. When the generator gave the error of replace instrument, the surgeon knew the resident had broken the blade. A second device was opened but not needed to complete the procedure. There were no adverse consequences for the patient.